Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with a device that was post paced t-wave oversensing on the ventricular channel. The oversensing was noted on stored egm. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.